Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had hysterectomy to get rid of it (essure)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced loss of consciousness ("passed off") and procedural pain ("glad they dosed me enough to get through pain") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, loss of consciousness and procedural pain outcome was unknown and the weight decreased was resolving. The reporter considered loss of consciousness, medical device removal, procedural pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: lost weight. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received : no new information receive via source social media reporter added. On 23-mar-2020: social media received. Reporter's information added.event: lost weight were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had hysterectomy to get rid of it (essure)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced loss of consciousness ("passed off") and procedural pain ("glad they dosed me enough to get through pain") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, loss of consciousness and procedural pain outcome was unknown and the weight decreased was resolving. The reporter considered loss of consciousness, medical device removal, procedural pain and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: lost weight quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had hysterectomy to get rid of it (essure)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of consciousness ("passed off") and procedural pain ("glad they dosed me enough to get through pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, loss of consciousness and procedural pain outcome was unknown. The reporter considered loss of consciousness, medical device removal and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.